Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported a loss of therapeutic benefit for their bladder symptoms. Caller stated this has been an issue for at least starting around (B)(6) 2021. Caller stated they never really felt stimulation and since it wasn't working anyways, they just didn't bother with using the equipment. Caller stated they haven't don't anything to it in the last 5 years or so. However now, all of a sudden starting yesterday at 3am they started feeling the stimulation and it was vibrating in there again stating,"you know how it vibrates and feels like you're getting shocked." Caller stated it was going constantly inside them. Caller would like help using the controller to turn therapy off. Caller stated they did go online and look for information before calling, but they are not that it savvy. Agent walked caller through basic programmer and antenna use. Caller saw ins battery low icon and then when they turned stim off, they saw por (power on reset) message. Caller stated they think they may need to have system removed so they can be MRI compatible. Agent reviewed MRI safe system options. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-oct-09 additional information was received from the patient. They reported that their physician was no longer in practice and they were currently looking for a new one. No further information was provided.